Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out-of-range shock impedance. No signal noise was noted. Technical services discussed troubleshooting options to evaluate system integrity. The crt-d and right ventricular lead (non-boston scientific product) remain in service and no adverse patient effects were reported.